Event description:
It was reported that the 8800 system has intermittent boot and freezing issues of the workstation. According to the customer the system can stop working in the middle of the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified the need to replace the power control. Power control was replaced.